Manufacturer narrative:
B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. H1 type of reportable event. Health effect - clinical code- removed e2403 added e1205. Health effect - impact code - removed f26 added f11.

Event description:
It was reported an occlusion alarms occurred. The customer's blood glucose level was 700 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer acknowledged the alarm and resumed insulin therapy.